Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 50-70 mg/dl. Reportedly, the customer's basal rate settings had been set too high. The customer used a temporary rate of 70%, drank orange juice and ate snacks to address the low bg. Basal rates where changed for the morning to resolve the issue.